Event description:
It was reported that the patient had coupling and recharging issues. He received full coupling sometimes, but had to lean forward and, if he sat back, he lost his coupling bars. This had been occurring for the last year. The blinking battery light was much dimmer than it used to be when recharging. No falls or trauma had occurred in the last year. The patient was able to feel the implantable neuro stimulator and it did not feel loose in the pocket site. The patient had lost about (B)(6) in the past 3-4 months. The patient met with the manufacturer representative and it was determined at that time that the recharger was not broken and the manufacturer representative was able to get full coupling. A burning sensation was experienced when the device was shut off. This symptom was experienced in the back, where the leads were located. Patient had an appointment scheduled for (B)(6) 2012. While the device was turned on, the patient experienced intermittent shocking and jolting approximately 3 or 4 times. The shocking did not appear to be related to any accident or incident. It was reported that impedances were low out of range. The electrode combinations of 8-15 measured less than 50 ohms when testing at 3 volts. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient did not have any concerns with their device or therapy.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007; product type: lead, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007; product type: extension, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007; product type: extension recharger, model: 37752, serial# (B)(4); programmer, model: 37742, serial# (B)(4). (B)(4).